Event description:
In 1999, defibrillator was implanted in the pt, which was worn by them continuously until 2001 when due to malfunctioning it had to be explanted and replaced with a guidant ventak prizm 2 vr model 1860 defibrillator.